Manufacturer narrative:
The information described in this report was collected by the (B)(6) for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 4, which extended to zone 5. The tevar indication was pain. The primary entry tear was located in zone 5 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu313115) was implanted within zone 4, with coverage extending distally to zone 6. At the time of the initial procedure, the maximum aortic diameter was reported to measure 36mm, in zone 5. Additionally branch treatment of the celiac artery (ca) was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. Post operatively the patient had a spinal drain placed. A postoperative complication for the patient was reported to be a bi-lateral ischemic cerebro stroke. The patient was transferred to the intensive care unit. No further complications were reported and the patient was discharged to home on postoperative day (pod) 9. The maximum aortic diameter within the treated area at discharge was reported to measure 29. The patient underwent follow up visits on unknown pod(s): 52 and 381. On an unknown date, approximately pod 52, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 29mm. On an unknown date, approximately pod 52, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 31mm.